Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. Patient information was asked but not available as per the facility. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that patient experienced cardiac arrest. During a pulmonary vein isolation (pvi), a versacross connect for faradrive was selected for use. The procedure consisted of pvi with pulse field ablation and cavotricuspid isthmus (cti) with radio frequency. There were no events during the procedure, and no pericardial effusion was observed at the time the patient left the room, and the case was completed on (B)(6) 2026. On the following day (B)(6) 2026, the patient experienced cardiac arrest and extracorporeal membrane oxygenation (ECMO) was initiated in the catheterization lab. Approximately 170 cc of pericardial effusion had accumulated. The patient's hemodynamic status has stabilized, ECMO removal is scheduled for (B)(6) 2026. In the physician opinion, given that no pericardial effusion was observed on post-procedural echocardiography, it is considered unlikely that the ablation itself was the cause. While the possibility of cardiac injury related to sheath or catheter manipulation cannot be ruled out, it was said that it is unlikely for such an injury, resulting in approximately 170 cc of pericardial effusion, to have caused cardiac arrest.